Event description:
The pt underwent surgery to have her breast implants removed; electrocautery was used. Upon inquire of the pacer, the backup reset screen was displayed. A reset was performed; however, it was unsuccessful, the unit remained in backup. A second reset was done, successfully. The telemetered cell voltage was 2.6 volts. Due to questionable performance of the device (ie backup reversion) replacement was recommended.